Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every time he puts in a new battery, he keeps getting the failed battery message. Customer's blood glucose was 197 mg/dl at the time of the incident. Customer stated that the battery contacts are not missing or damaged. Customer received a failed battery test during troubleshooting. Customer stated that he had been using lithium batteries in the pump. Customer stated that he does not have an alkaline battery to test in the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.